Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamps in the reported problem area of the pipette assembly were worn or bent. All the tip clamps and lld contact springs were replaced. One tip clip was replaced. The instrument was tested without further problem and returned to service.